Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Customer was assisted with troubleshooting. Customer completed self test and 5u test. Customer did not tried different cannula lengths. Customer stated the tubing was not bent or kinked. Customer states they were tried all remedies and did not want troubleshooting. The insulin pump will not be returned for analysis.